Event description:
Customer reproted a button error alarm. Customer's blood glucose was 83 mg/dl. Customer stated he got the insulin pump wet prior to the alarm and now the battery is low. Customer is advised to disconnect from his insulin pump and revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.